Event description:
It was initially reported that the patient had a severe grand mal seizure and was admitted to the ICU. There was concern by the patient¿s mother that the generator may be at end of service. The generator was interrogated that the generator and was determined to not be at end of service. Good faith attempt for additional information have been unsuccessful to date.

Event description:
The implanting facility will not release the patient's implant information without signed patient consent; therefore, no product information was obtained.